Event description:
It was reported that: the ventilator has switched to standby during ventilation by itself. Thereafter ventilated for short time and then went into standby again and then switched off. Reportedly, the device has generated some beeps. No patient injury has been reported.

Manufacturer narrative:
The device log and the power supply, which includes the cooling fan and the mains switch, were made available for investigation. The log analysis revealed that the device did not switch in standby, but switched between off and on several times. During switch on always a short buzzer alarm is posted. This is the normal buzzer test during switch on, which corresponds to the reported beeps. Investigation of the power supply showed that it met the electrical specification. But a mechanical damage of the fan housing was identified. It was broken in the area of the power switch. It can be concluded that a previous crash at the reverse side or the device had caused the damage. Considering the given facts, the most likely root cause for the reported event is that due to the damge power switch had jammed in a position of not completely being switched on and latched. Due to vibrations, which are caused by normal ventilation, the spontaneous switch over could have happened. The reported case is isolated. It is in the responsibility of the user not to use a medical device if it is damaged. The correct switch on sequence with noticeable latching is described in the instructions for use.